Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was electively explanted due to being on an advisory. During the replacement procedure, the physician decided to perform a new intramuscular pocket as the initial showed signs of erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation made against the device could not be confirmed through testing. Baseline testing on the device found no malfunction or failing conditions. All testing on the device passed and therefore not problem was detected.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was electively explanted due to being on an advisory. During the replacement procedure, the physician decided to perform a new intramuscular pocket as the initial showed signs of erosion. No additional adverse patient effects were reported.